Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept giving no delivery. They had changed the site 4 times. Customer reported that the alarm did not occur during manual prime. The customer's blood glucose during the incident was 496 mg/dl. Customer states they have tried all remedies and do not want to troubleshoot. The customer also reported a past event where they were hospitalized with high blood glucose of 1007 mg/dl. Customer reported that event was resolved by changing complete set (infusion set and reservoir). The customer's current blood glucose was 479 mg/dl. The customer was advised that the pump will need to be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.